Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tip break occurred. The target lesion was located in the left peritoneal artery. A 1.50mm peripheral rotalink® plus was selected for use. During the procedure, the burr was detached from the catheter and the tip of the device was noted to be broken. The device was removed together with the rotawire. No device fragments were left inside the patient's body. The procedure was complete with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the advancer unit and burr unit were received attached together as a single unit; however, the body shell (housing of the burr) was detached and loose in the bag when received. A microscopic and visual inspection of the advancer, burr, sheath, coil and handshake connections were performed. The advancer knob was received loosened in a forward position. The burr was detached and received on the rotawire and was able to be removed with no issues. The annulus of the burr was damaged, not rounded, flattened and flared. The sheath was received separated sticking out past the strain relief. The housing was dismantled and it was found that the sheath was torn/split at the bond. The separated ends of the sheath appeared to be jagged and damaged, which indicate that the separation was due to tensile overload. There were numerous kinks throughout the sheath. The coil was stretched in numerous locations. The handshake connections were bent and would not detach from each other. The hoses of the device were received cut off by the facility. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a tip break occurred. The target lesion was located in the left peritoneal artery. A 1.50 mm peripheral rotalink® plus was selected for use. During the procedure, the burr was detached from the catheter and the tip of the device was noted to be broken. The device was removed together with the rotawire. No device fragments were left inside the patient's body. The procedure was complete with another of the same device. No patient complications were reported and the patient's status was good.